Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826631) was placed on november 8, 2023. It was connected to the bedside monitor philips/ intellivue mx800 in intensive care unit (ICU). The philips monitor showed a margin of error of plus2mmhg compared with icp express. On (B)(6) 2023, the icp sensor was extracted since the patient became stable. The sensor was not replaced. According to the information provided, the cable used is unknown. It is also unknown if an icp express was used along with the sensor. The sensor failure was discovered when the physician used icp express and philips/intellivue mx800 at the same time, and noticed the difference in displayed value. It is unknown if the patient experienced any signs and symptoms due to sensor issue.

Manufacturer narrative:
The microsensor (ID (B)(4)) was returned for evaluation. Device history record (DHR) product 826631 for lot 6791340 (sn (B)(6)), and the lot met specifications when released. Failure analysis ¿ the issue of the complaint was not confirmed. No visible damage to the millar sensor, or connector. Suture 8cm from and catheter crimped where suture was distal end. Icp express read 501. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause analysis - the exact root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.